Manufacturer narrative:
To date, the patient is doing fine. The doctor prescribed cortisone for the patient, without further incident. The product involved in the alleged incident was not returned; therefore, no evaluations can be conduct. No further evaluations needed since an allergic reaction could not be replicated.

Event description:
A doctor alleged that a patient had experienced an allergic reaction with symptoms of throat irritation, rashes on hands, feet, and gluteal after receiving treatment with cleanic.